Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the platform was fractured on implant site #13. The crown would not tighten properly and patient began experiencing swelling, redness and tenderness. It was removed. Symptoms of the event: swelling/edema and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252 h6: investigation conclusion code was updated: 4307. H10: narrative/data was updated. One imp, tsv, 3.7, 11.5, mtx, mg (tsvtb11) was returned for investigation. Visual evaluation of the returned implant identified fracture and that the threads of implant encased in bone from implant removal process. Due to as-returned condition of implant, cannot confirm if fracture is at the collar or threads. Functional testing could not be performed since the product was fractured. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot: (1225125) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number: (1225125) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). The complaint is related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation is wear/excessive loading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.